Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed twice. Blood glucose (bg) was 600 mg/dl. Customer went to the emergency room (ER) and intravenous insulin was administered. After 6 hours, customer left the ER in stable condition. Bg was 300 mg/dl.